Event description:
On 14-apr-2026, an arthrex subsidiary employee reported via email that an ar-4030c-11 fastthread biocomposite interference screw (11 × 30 mm) experienced an issue during use. During an acl reconstruction procedure performed on (B)(6) 2026, the surgeon was inserting the screw into the tibia when the screw fractured intraoperatively, with approximately 10 mm breaking off. The remaining portion of the screw remained in place and provided fixation; no additional product was required. The issue was identified during the procedure, and no patient harm was reported. Additional information was received on 21-apr-2026: the ar-4030c-11 fastthread biocomposite interference screw (11 × 30 mm) broke into a single piece halfway through insertion. It is unknown if the detached piece was retrieved. No additional products were implanted as the screw fulfilled its function of securing the ligament. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.